Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that a red alert was declared in latitude due to high out of range right ventricular (rv) pacing impedances being detected. No further information has been made available at this time. Subsequent information indicates that the out of range impedance measurements were unable to be duplicated. There have been no adverse patient effects; therefore, the physician plans to continue to monitor this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this system continued to exhibit out of range impedance measurements. This patient subsequently underwent a revision procedure. It was reported that the pacing thresholds were high and there was noise observed on the pace/sense channel real time; however, was not sensed by the device. During the revision procedure the lead was tested through the pacing system analyzer (psa) and normal impedances and lead measurements were detected. The lead was connected back to the old device and impedance value was at 400 ohms with normal sensing and threshold. The physician electively replaced the device as it was part of the subpectoral implant advisory, initially communicated on december 1, 2009. A new ICD was successfully implanted while the lead remains in service. No additional adverse patient effects were reported.